Event description:
Device 1 of 2. Reference MFR report number: 3006705815-2019-00251. It was reported that the patient suffered a cerebral infarction which could have contributed to the patient's symptoms.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report number: 3006705815-2019-00251. It was reported that following a permanent scs system implant, the patient could not feel or move their legs post-operatively. As a result, the patient was hospitalized.